Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose at the time of incident was above 400 mg/dl. The customer treated with insulin pump and current blood glucose value is 279 mg/dl. Troubleshooting was performed. He customer was not using the auto mode system within 48 hrs of the event. No further complication was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.